Manufacturer narrative:
The customer returned both of the suspected contour next one meters along with the contour next test strips from lot # 8fpeg13a. The contour xt meter was not returned. An in house testing was performed using the returned meters with returned test strips, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
A pharmacy from (B)(6) reported that the customer obtained blood glucose readings of 6 mmol/l to 7 mmol/l higher on two of their contour next one meter when compared with the contour xt meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.